Event description:
It was reported that a malfunction occurred with the pump, identified by malfunction code 8, and it was not resettable. There was no adverse impact to the customer's blood glucose level. Tandem technical support informed the customer that the pump needed replacement and arranged for a new pump to be sent. The customer planned to use multiple daily injections as a backup therapy. They confirmed their details with support, received instructions for shipping, and were instructed to return the faulty pump within 10 days.